Manufacturer narrative:
Additional information was added reflect in section b3 for event date. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The investigation has been completed on august 22, 2025. The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer very dim led was confirmed, and further defects were detected. In total the following defects were detected: led flickers. Led is dim. Blade damaged. Adhesive points on camera head worn. Leaking. Housing worn. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. If new or additional relevant information, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during intubation there was not enough light to see the anatomy. The intubation was continued with a standard laryngoscope without success. Afterwards the intubation was reattempted with a c-mac d blade successfully. No negative impact in state of health reported.